Manufacturer narrative:
10/26/04. This event concerns a device that was mfg and used outside the united states. The device analysis is pending.

Event description:
The device involved in this MDR report was explanted 15 months after implantation and returned because it could not be interrogated. In addition, no magnet response was observed.